Event description:
It was reported, the tp's recharge burden had increased, and she was to be scheduled for reprogramming. Attempts to contact the pt for add'l info were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.